Manufacturer narrative:
Continuation of d10: product ID (B)(4) serial# unknown product type accessory product ID (B)(4) serial# (B)(6) product type product ID (B)(4) serial# (B)(6)product type accessory h3. Analysis was performed on [product ID (B)(4) serial# (B)(6) analysis found that the main board and case front was da maged. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an external device. The reason for call was starting yesterday morning the pts controller would not turn on. Patient tried plugging the controller into 3 different outlets and the controller still did not work. During call patient removed the controller battery and plugged the controller in the ac power supply, patient verified the controller did not power on. The green light on the ac power supply was blinking, pt said it did the same thing when plugged in different outlets. The issue was not resolved. An email was sent to the repair department to replace the power supply. Patient called back and stated they received the replacement ac power supply cord and the controller got really hot. Agent realized patient kept the old battery pack and accidentally sent the replacement battery pack (see rtg0428686). Patient confirmed green light was solid on ac power supply cord. Patient denied the controller powered on when they plugged the ac power supply cord. No visible damages in controller charging port and battery compartment. Patient stated the pins looked copper at the top and bottom on the battery pack but was silver in the middle; caller/husband stated the battery pack pins looked fine. A replacement controller and battery pack was sent to the patient.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745ac, serial/lot #: unknown, product ID: 97745nt, serial/lot #: (B)(6), UDI#: (B)(6), product ID: 97745bp, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.